Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was only implanted for four days, when it was explanted and replaced due to observations of increased thresholds and pacing not delivered when required/loss of capture. No adverse patient effects were reported.